Manufacturer narrative:
As reported, when removing a 6/7f mynx control vascular closure device (vcd) from the patient, the peg was still attached to the balloon. Hemostasis was not obtained, and manual pressure was held. There was no reported patient injury. The device was deployed, and the physician followed the "lsd" steps. The user is in training to the device. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient was not thin or of shallow vessel depth. Both buttons were fully depressed, and the balloon was fully deflated. The returned 6/7f mynx control vascular closure device was visually inspected and found with button 1 fully depressed and button 2 not depressed. The stopcock was open, and the sealant was not provided. The sealant sleeve exhibited no abnormal conditions. A 6f non-cordis catheter sheath introducer was inserted in the device, with the balloon not retracted and the core wire present, while the atraumatic tip showed no damage. No additional anomalies were identified. Functional evaluation was limited because the sealant was missing; however, button 2 was successfully depressed and the balloon retracted without issues. All findings were within specification, and no damage or abnormal conditions were observed. The reported malfunction ¿sealant ¿ inaccurate placement ¿ complete¿ was not seen during evaluation. The exact cause of the event cannot be determined, however, the return of the device without button 2 depress suggests handling factors may be a contributing factor to the reported unsuccessful use of the device. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to ensure proper deployment and use of this device and to prevent injury to patients, read all information contained in these instructions for use.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6/7f mynx control vascular closure device (vcd) from the patient, the peg was still attached to the balloon. Hemostasis was not obtained, and manual pressure was held. There was no reported patient injury. The device was deployed, and the physician followed the "lsd" steps. The user is in training to the device. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient was not thin or of shallow vessel depth. Both buttons were fully depressed, and the balloon was fully deflated. The device will be returned for evaluation.